Event description:
The ultraset capd (continuous ambulatory peritoneal dialysis) disposable disconnect y-set used to be individually packaged. They are now packaged ten units to a bag. Once the bag is opened and the y-sets are distributed to the bedsides, there is no way to track the lot number. In the event there is a defect with the product, it raises concerns about the contaminants the product is exposed to once the packaging is opened. To work around this, our hospital is having a unit clerk put each set in a separate resealable bag with a photocopy of the label from the original packaging inside the resealable bag.the manufacturer said that it is changing its product from a spike to a leur-lock. The new products will be packaged separately.